Event description:
Per the info provided to co by the physician/surgeon, the device was removed due to a "malfunction." 7/3/97-upon receipt of add'l info provided, the physician responded that the "device removed was not a mentor mfg product." Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).